Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 102763: 60 items manufactured and released on (B)(6) 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) tems of the same lot have been already sold without any similar reported event. On (B)(6) 2019 the medical affairs director made the following analysis: hip revision surgery was required 8 years after primary cementless total hip arthroplasty in a (B)(6) patient. In the radiographic image povided, the stem looks mobilized and the leg is shorter than the contralateral. No case history was provided and therefore no further comment or conclusion can be made. We do not know how the system worked for the former 8 years and when and how the problems onset. There is no indication that a defective device caused the problem.

Event description:
Revision of an amistem-h is planned for (B)(6) 2018 due to insufficient osseointegration in the proximal region of the stem.